Manufacturer narrative:
Immucor technical support received faxed report documents from the customer site on (B)(6) 2015, which were assessed. The immucor laboratory tested retention product on (B)(6) 2015 and (B)(6) 2015, which performed as expected. The customer then sent the blood sample in question to the immucor laboratory for testing and investigation, which was tested at immucor on (B)(6) 2015. The immucor laboratory then subsequently determined (for the returned blood sample) that only s antigen homozygous positive wells reacted as expectedly positive, i.e. The returned blood sample antibody was exhibiting the dosage phenomenon using dp079 retention product. An immucor field service engineer (fse) visited the customer site to assess the customer testing instrument on (B)(6) 2015. The fse found that the washer residual volume was at 0.18 grams, which the fse then subsequently adjusted to be within the acceptable range. The fse then tested the instrument and found it to be operating as expected.

Event description:
On (B)(6) 2015, a customer reported unexpected negative antibody reactions when using capture-r ready-ID extend I on a galileo echo.